Event description:
Distributor contacted dexcom technical support on behalf of patient on (B)(6) 2014 to claim no audio output on (B)(6) 2014. Patient reset receiver and it did not resolve the issue. Patient did not report any injuries or medical intervention.

Manufacturer narrative:
(B)(4).